Event description:
The dr sent a prescription for a blood glucose meter, strips and lancets. Patient's insurance required one touch verio meter so that was the meter given. Then lancets were filled for the easy touch instead of the one touch lancets. The easy touch lancets didn't fit in the lancet device that came with the one touch verio meter. (B)(6). Submission ID: (B)(4).